Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from the patient that 2 days post implant of this annuloplasty band in the mitral position, the patient indicated that the device was explanted and replaced with a non-medtronic device due to "10% leak." No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicate that reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the ring and native valve were removed due to leak and were replaced with a non mdt bioprosthetic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.